Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a damaged screen. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device's downstream occlusion seal to be degraded. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.